Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this implantable pacemaker recorded an error code 1003 which is indicative of battery voltage too low for projected remaining capacity and an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on (B)(6) 2025. Technical services (ts) was consulted, and it was noted that there was a loaded battery measurement of 2.010 volts which is well below the remote monitoring threshold and the device has deactivated radio frequency (rf) communications. The device replacement was recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable pacemaker recorded an error code 1003 which is indicative of battery voltage too low for projected remaining capacity and an alert for remote monitoring disabled. There was a data discrepancy as the elective replacement indicator (eri) date was (B)(6) 2000 and the remote monitoring disabled alert occurring on (B)(6) 2025. Technical services (ts) was consulted, and it was noted that there was a loaded battery measurement of 2.010 volts which is well below the remote monitoring threshold and the device has deactivated radio frequency (rf) communications. The device replacement was recommended. No adverse patient effects were reported. The device remains in service.